Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID: 2134265-2012-06054. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, a branch occlusion occurred. In (B)(6) 2011, target lesion #1 was located in proximal rca (right coronary artery) with 70% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The target lesion #1 was treated with direct stent placement using a 3.50 x 24 mm taxus element stent with 0% residual stenosis. Target lesion #2 was located in the 1st om (obtuse marginal) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct stent placement using a 2.25 x 12 mm taxus element stent with 0% residual stenosis. During the index procedure, a branch occlusion was noted which was a bridge occlusion collateral to distal lcx (left circumflex artery). The subject was discharged on aspirin and clopidogrel.